Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient's sister-in-law reported the ipg is unable to communicate with a replacement charging system. The patient requests to be explanted. Surgical intervention may be pending to address this issue.

Event description:
Follow up information identified the patient underwent surgical intervention on (B)(6) 2018 where the ipg was removed and replaced. The patient underwent an unrelated surgical procedure prior to the ipg being replaced and as a result has been hospitalized since surgery and will be transferred to a rehab facility. The ipg will not be turned on until after the patient is discharged from the rehab facility.